Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level was 500 mg/dl. Current blood glucose level was 360 mg/dl. Customer was using insulin pump within 48 hours of reported high blood glucose. Customer was not using insulin pump on auto mode. Troubleshooting was not performed and customer will continue the use of device.